Event description:
Procedure type: lobectomy. According to the reporter: the customer reports that during a lobectomy and after stapling, the device was impossible to open and was stuck to the tissues. To free the device, the surgeon had to cut the tissue of the lung on the area above the defectuous device with another stapler. The customer also notified that the handle of the device was difficult to press during use and made "abnormal" noise.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.